Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer experienced a low blood glucose (bg) level of 31 mg/dl; cause was not known. Customer required assistance to consume drinks to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.